Event description:
It was reported that the right ventricular (rv) lead had triggered a lead integrity alert due to short v-v intervals and high lead impedance. The lead had a confirmed fracture. The lead was removed and a new lead was implanted. It was further reported that the new rv lead was attempted to be implanted but not used. Visual inspection of the lead indicated damage with an insulation snowplow effect and inner conductor serpentine. The lead was removed from implant and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.